Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a "no connection with the controller 4" alarm. The field service representative (fsr) went on site. He reset the controller 4 (the printed circuit board (pcb) cuvette control) around four times until the indicator on the pcb turned off. The fsr checked the voltages at the power supply and they were a little low but in range. When the fsr attempted to turn on the computer, he smelled a burning smell. The fsr switched off the analyzer and checked all the pcbs. The fsr stated the only pcb with a burning smell was the rt-cpu, but no parts seemed to have burned. The fsr put the pcb back on board the analyzer and turned it on again. After a little while, the fsr started to see some smoke coming out of the rp-cpu pcb. The fsr turned off the analyzer and looked at the pcb. It had two integrated circuits with little burn marks. No one was hurt by this event.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. An investigation could not be performed since neither the affected rt-cpu nor a problem report was provided by the customer. After the affected rt-cpu was replaced, the instrument worked according to specification. This is the only reported case involving an rt-cpu out of an install base of approximately 4000.